Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted for biliary drainage during a hot axios stent placement procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent deployed prematurely. The axios stent was removed from the patient using forceps and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection of the returned device found that the stent was fully expanded and deployed while the delivery system showed no signs of damage upon inspection. Functional examination was performed: the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was able to move up and down. The catheter also passed through the luer freely without any resistance and the stent hub was able to move to the second and fourth position. No other issues were noted to the stent and delivery system. Product analysis was not able to confirm the reported event of stent premature deployment. This problem occurred during the procedure and replicating it in the laboratory for analysis was not possible. The device was also found to have met all the manufacturing requirements and passed the visual inspection during the product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instruction for use (IFU)/product label. Block h11: block e1 initial reporter zip/post code has been corrected.

Event description:
It was reported to boston scientific corporation on october 20, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted for biliary drainage during a hot axios stent placement procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent deployed prematurely. The axios stent was removed from the patient using forceps and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.